Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: on examination, the pump case was cracked at the top right corner of the display screen. A leak test was performed resulting in moisture leakage. The pump was opened for investigation and revealed moisture inside the pump on the printed circuit board and on the display wiring. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.